Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the light guide bundle was broken, the bending angle in the up direction exceeded the standard value due to deformation of the bending tube, the up/down knob could not be locked securely due to deformation of the forceps elevator lever, the light guide lens was chipped, the bending section cover adhesive was chipped, and the right/left know was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope failed two microbial tests during reprocessing. There was no reported patient harm or impact due to this event.